Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 209881834, was returned and analyzed. Visual inspection of the catheter showed the loop array was misshaped, pebax ripped, and a kink present proximal to the loop; the issue is not related to manufacturing. In conclusion, the mapping catheter, 990063-020 with lot number 209881834, failed the returned product inspection due to a kink at the tip/loop section of the catheter. These product analysis findings do not indicate a manufacturing related defect; the tip/loop kink was caused by the entrapment of the catheter inside the pulmonary vein and the maneuvering to retract it.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that during a cryoablation procedure, the mapping catheter could not be detached from the pulmonary vein (pv) after ablation to the right inferior pulmonary vein (ripv) was completed. Nitorol was administered for vasodilation, and the mapping catheter was then extracted without further issue. The case was completed with radiofrequency (rf). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.